Manufacturer narrative:
The insulin pump had motor error alarmed during rewind due to corroded motor home switch. Analysis was unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to constant motor error alarm. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was performed. The device was returned for analysis.